Event description:
It was reported that the patient passed away due to multiple organ failure. The patient had high t-bilirubin and then a conscious change. The family decided to sign a do-not-resuscitate order (dnr). The outcome was determined to be not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including renal dysfunction and hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient developed the multiple organ failure after implantation. Their preoperative bilirubin was 10 and they were a peritoneal dialysis (pd) patient. The patient received extracorporeal membrane oxygenation (ECMO) support for several days after implantation. The patient's bilirubin was still high and the patient's family decided to sign the dnr. The device operated as expected.